Manufacturer narrative:
No device failure was determined as a result of this report from the user. It is possible that this event was subjective in nature, possibly due to user preference, however no final conclusion can be drawn. Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not regretable. However, following a comprehensive review of all product inquiry/complaint info, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
The user reported that the seat cushion had caused him to sustain skin abrasions. User states that it is his opinion that the configuration of the cells inside the cushion (tetrahedron shaped) caused this to occur the user further stated that he sustained several pressure sores. Although no serious injury was reported as a result of this event, if this event were to recur, there is a potential to cause serious injury to the user.